Event description:
It was reported that during a knee arthroscopy procedure, the pressure was 30 mmhg, and the pump suddenly ¿went crazy¿, rapidly emptying 6 l of water into the knee. The pressure was very high, even though it was set at 30 mmhg. In the end, the knee had doubled in volume. There was no medical intervention or treatment reported for this event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: the sales rep reported that: "I was contacted today by the or manager who reported an adverse event during an arthroscopy procedure. She indicated that the adverse event was related to the crossflow arthropump and that there was a vascular risk for the patient." " here's more precise information from the ortho referent today (e-mail enclosed) ¿during a knee arthroscopy procedure with (B)(6), the pressure was 30 mmhg, and the pump suddenly ¿went crazy¿, rapidly emptying 6 l of water into the knee. The pressure was very high, even though it was set at 30 mmhg. In the end, the knee had doubled in volume." The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a knee arthroscopy procedure, the pressure was 30 mmhg, and the pump suddenly ¿went crazy¿, rapidly emptying 6 l of water into the knee. The pressure was very high, even though it was set at 30 mmhg. In the end, the knee had doubled in volume. There was no medical intervention or treatment reported for this event.